Event description:
The pt's mother stated that "on and off for the past 2 months" the pt has experienced occlusion (e4) errors, when 20-60 units of insulin remain in the insulin cartridge. She stated that this has occurred with the past 4-5 insulin cartridges. The mother stated that the pt has experienced elevated blood glucose due to this (300 mg/dl). The mother stated that she has been able to clear the errors by either priming the infusion tubing and bolusing to lower the pt's blood glucose or by changing all of the pt's accessories and then bolusing. The pt's target blood glucose range is 70-140 mg/dl. The pt does not have symptoms of elevated blood glucose. The pt was not experiencing any errors at the time of the report. Upon follow up the mother stated that the pt has had no more issues with occlusions and his blood glucose is normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.